Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for an unrelated indication when the peritonitis diagnosis was made. The cause of the peritonitis was unknown. Beginning the day of onset, the patient was treated with vancomycin 1000 milligrams once every three days intravenously for eight days for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. After a total of thirty-two days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.